Manufacturer narrative:
Advanced bionics considers the investigation into this reportable as closed. The recipient's device was reportedly explanted due to an infection unrelated to the device. The recipient is wearing the device. The explanted device will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.